Event description:
(B)(4) / pt participates in a (B)(4) study. On (B)(6) 2010, implantation of a scorpio nrg implant right site. The pt was examined during a study f/u. During the examination, the pt complained of pain at the operated knee. It was decided by the physician to do a retro patellar replacement.

Manufacturer narrative:
The following other devices were listed in this report. Series 7000 standard tibia: cat# 7115-001, lot unk. Nrg knee cr nrg bearing insert size cat# 82-2-1110, lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt pain. An eval of the reported device (s) cannot be performed as the device (s) remained implanted in the pt and were not returned to the MFR. Add'l info was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.